Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having low blood glucose and pressed esc button but it was not working. Customer stated he changed the battery three times but still it did not work. Customer ate food to treat. Customer's blood glucose was 65 mg/dl. Customer also stated he was sweating a day before the call. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.